Manufacturer narrative:
(B)(4). Additional information: the device received was for batch # k92f9y and what was originally reported was batch #k92w9z. The device was returned in good physical condition with the blade intact and not broken off as reported. As the device received was for a different batch number, this might explain why the device did not have a broken blade tip as reported. The device was tested with a generator and was functional, however, it was difficult to rotate the shaft when the instrument was attached to the hand piece. The damage to the hand activation contacts is not related to the reported event. It is possible that the damage to the hand activation contacts did not allow the device to be torque properly. This could have resulted in an alert screen or activation issues. To avoid damaging the contacts, it is recommended to assemble the device vertically.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the titanium tip was broken. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.